Event description:
As reported by the sales rep per the user facility: introcan IV catheter broke off in a pt." Incident occurred in ER. Add'l info provided by the facility to b. Braun clinical and technical services, indicated, "there were no complications with the IV site. No redness, swelling, leaking. No signs of infiltration. Meds were given through the IV and the pt also had a CT. I believe CT utilized the site as well. Pt had no complaints of pain at site during ER visit. The IV was discontinued because the pt was being discharged. When the IV was removed, approx one quarter inch of the catheter was present. Add'l info provided by the sales rep indicated the IV was in antecubital space. Took pt to surgery and were unable to locate catheter fragment, unable to find with CT scan as well. Catheter hub and 1/4 inch catheter segment is in their risk management department at this time. "From the looks of it the sample looked like a 45 degree cut but not only totally sure." Add'l info provided by the facility indicated the sample is being retained by the risk management department and will not be released for eval. The catheter fragment was not located. The facility has declined to provide any info regarding the status of the pt or contact to the risk management department. A definitive lot number remains unk.

Manufacturer narrative:
Expiration date: 11/30/2012. The actual device in the incident was not returned to the MFR for eval and the exact lot number is unk. Without the actual device, a complete eval could not be performed. Although the actual sample was not returned for eval, the sales rep viewed the fractured catheter at the facility. He reported the catheter appeared to be cut on an approx 45 degree angle. It should be noted that similar incidents in the history of this product indicate that when removing the tape and/or dressing from the catheter insertion site, a nurse may use scissors and inadvertently cut the catheter. Standard nursing practices indicate to never use scissors or other cutting implements around IV sites. Based on add'l info provided by the facility and the sales reps in house eval of the sample, it appears the user may have accidentially cut the catheter with a scissors or sharp implement while cutting the tape to remove the catheter. However, no specific conclusions can be drawn. We have not identified any manufacturing defects or quality deficiencies that caused this incident. All available info has been provided to the actual MFR, b. Braun medical industries sdn bhd, in (B) (4).